Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead was oversensing noise. The noise was reproducible in the clinic. The patient was then scheduled for a lead replacement. During the procedure it was note that the lead had insulation damage. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.